Event description:
The customer reported green fluid leaked from the coulter hmx hematology analyzer with autoloader and low vacuum messages were generated. The volume of the leak is unknown. The leak was not contained within the instrument. The operator was wearing a lab coat and gloves at the time of the incident. There was no exposure to open wounds or mucous membranes. No erroneous results were generated in connection with the reported event. There was no death, injury, of affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed a hole in tubing going through (pv49) between feed thru fittings (ff175) and (ff184). The fse replaced tubing and there were no further leaks or vacuum errors. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).